Event description:
It was reported the device was at end of service (eos) due to entering an overdischarged state for a 3rd time. The device was going to be replaced, but a date had not been scheduled yet.